Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and configuration files. System operates as intended.

Event description:
Customer reported the system is losing images. No patient injury was reported.